Event description:
Complainant reports hearing a leak around the endotracheal tube cuff.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted. This is one of two complaints about this device. A separate FDA 3500a will be submitted for each complaint.